Event description:
Terumo medical corporation received the following information: it was reported that the tip of the pinnacle precision access wire broke off during a case. Common femoral artery (cfa) access, after access was achieved, the doctor stated that the wire was not moving freely so he attempted to remove it. He then noticed that the wire appeared as if the tip had come off. An angio was performed and the tip of the wire was identified as disconnected. Vascular surgery was consulted and they came to an agreement that no additional intervention or surgery would be needed. The tip of the wire was left behind in the subcutaneous tissue. The initial procedure was performed and completed. Manual compression was used to close. Procedure was a revascularization of superficial femoral artery (sfa). Patient was stable and the estimated blood loss was less than 250cc.

Manufacturer narrative:
. E3: occupation: inventory manager, rn. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.